Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 08/28/2012 - device evaluation: the pump has been returned and was evaluated by product analysis on 08/03/2012 with the following findings: review of the black box and alarm history revealed there were no alarms or pump conditions representing a malfunction recorded. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported that he was having erratic blood glucose (bg) levels. The patient was new to the pump and had started pump therapy 2 weeks earlier. Since starting the pump, the reporter claimed that the patient's bg level were ranging from "55 to 400" mg/dl. The reporter indicated that there appeared to be a pattern of lower bg's in the "55-78" mg/dl range in the morning and elevations during day of up to "330-400" mg/dl. In some instances, the reporter claimed that the patient developed ketones. According to the reporter, the patient's doctor was making dosing adjustments with the pump and the patient's bg levels were responding accordingly. At the time of the initial contact with animas on (B)(6) 2012, the reporter did not have the pump for review. On (B)(6) 2012, a follow-up contact was made between the reporter and animas. With the follow-up contact, the reporter claimed that the patient's bg's were still erratic. The reporter indicated that at 3:00 am of (B)(6) 2012, the patient woke up crying and had a bg level of "59" mg/dl. After being treated with juice, the patient's bg level rose to "120" mg/dl. The patient's fasting bg level that morning was "245" mg/dl. The patient was reportedly asymptomatic. The night before the low bg episode, the patient's mother indicated that his bg level was "362" mg/dl after dinner and a correction was administered at 10:02 pm. The patient's bg was rechecked at 11:00 pm and a result of "221" mg/dl was reportedly obtained. The patient was then put to bed. A review of the pump revealed unexplained suspends during a 2 week period. The patient was using humalog in the pump. No site or set issues were reported. The patient's mother confirmed that the pump's date, time, basal, and advance settings were all correct. The reporter was instructed to discuss the pump's settings and correction dosing with the patient's health care provider (hcp). Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a relatively low bg level and required assistance by being given carbohydrates. At this time, it is unclear if the pump contributed to the patient's injury considering the pump's settings were still in the process of being adjusted by a hcp.